Event description:
New information received notes that the over-sensing was unable to be reproduced. No patient issue or adverse consequences was noted.

Event description:
It was reported that a patient presented with over-sensing of myopotentials noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.